Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Received information from the physician today the lead demonstrated noise and the patient did receive inappropriate therapy. No other adverse patient effect noted. Lead remains implanted.

Manufacturer narrative:
24-oct-2019. Lead explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.